Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of rubber was found in the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from (B)(6): "when using a bd luer- lok 30 ml syringe, a piece of rubber was found in the syringe by the pharmacy assistant."

Event description:
It was reported that a piece of rubber was found in the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from dutch: "when using a bd luer- lok 30 ml syringe, a piece of rubber was found in the syringe by the pharmacy assistant."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 11-jul-2022 . H6: investigation summary two samples and two photos were provided to our quality team for investigation. Through visual inspection, a black particle was observed inside one sample. Further evaluation identified the particle to be a stopper flap that was detached. A device history review was performed for the reported lot 2111002, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier. Incoming inspections are performed according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time.